Event description:
It was reported that during a kidney transplant procedure, the powered vascular stapler (pve35a) was used to staple the renal artery and renal vein. The stapling appeared successful initially, and the donor kidney was subsequently retrieved. However, upon re-examination of the donor, bleeding was observed from the renal artery, indicating incomplete sealing or compromised staple line integrity. There was a delay of 20 minutes in the procedure. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 7/09/2026. D4: batch # unk. Additional information was requested, and the following was obtained: was the surgery completed successfully? If yes, how? Ans: yes, surgery was completed successfully by suturing the vessel that was not sealed properly. Did the issue result in additional medical/surgical intervention (e.g. Revision surgery etc) for the patient? Ans: no. Was the bleeding successfully controlled intra-op? If yes, how? Ans: yes, by using suture. Did the patient require a blood transfusion? Ans: no. What is the patient¿s current status? Ans: patient is safe and surgery was successful. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a99d65, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.